Event description:
An abbott technical service engineer was servicing a cell-dyn sapphire analyzer at the customer site. The engineer received an electrical shock and small burn to his finger when he touched the housing of the pneumatics pump. It was noted that the power cable was worn through exposing the wires. The electrical shock and small burn required no treatment or medical intervention. The engineer's health status is as it was prior to sustaining the shock. No additional info was provided.

Manufacturer narrative:
A technical service specialist (tss) reported receiving a shock and small burn to the finger from a pump housing on a cell-dyn sapphire tm. The fuse blew, which terminated the connection. The tss found that the source of the shock was exposed wire on the pneumatic unit cable, which had made contact with the pump housing, causing the housing to be electrically active. The tss repaired the damaged cable and spiral wrapped the cable bundle for protection using plastic coiled wrap. Investigation found that the issue of wear on the cables had been addressed in 2005. An engineering change order (eco), effective 2005, added instructions to the manufacturing process to require installation of engineering sleeving (part number 3107032) over the cable bundle to protect cable from shorting out against the compressor frame. The sleeving is a stiff plastic mesh through which the cable bundle is threaded before the cables are attached. The eco did not address instruments already manufactured and released prior to 2005. The risk was minimized for this issue on instruments released after 2005. A technical service bulletin (tsb) to address instruments manufactured prior to the eco is still to be determined by the outcome of the risk eval. Hazard analysis for sapphire: electrical shock is considered, but electrical shock as a result of frayed wires is not noted as a hazard source. Wiring meets ul-csa and iec standards, power supplies selected lead to a maximum leakage for 3.5 milliamps; all operator accessible parts are grounded; all removable panels are grounded or isolated from the electronics; the service inspection checklist contains an item for checking that the main outlet, the instrument it's plugged into is properly grounded; the operator's manual (section 8), labels and training material describe how to avoid electrical hazards. A compliance engineer investigated the potential hazard from worn wiring (cables). There are three areas of high voltage wiring within the instrument (pump area, rear center compartment and beneath the optics bench). The issue of wear damage to the cable insulation could only occur in the pump area, where vibration from the pump can cause wiring contacting the edge of a frame to wear away and expose the conductor. These three areas of wiring are not accessible to the customer and therefore the risk of exposure to a customer is small. Review of complaint reports did not find an adverse trend for the complaint issue. A review of documentation for issues with the same failure code (kazz [electronics and power supply cannot be determined or further defined]) found complaints. No same/similar complaints were identified in this review. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.